Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The valve is detached and the slit is open.

Manufacturer narrative:
(B)(4) - anti-reflux valve detachment. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and a reservoir was used. On (B)(6) 2012, it was noted that the valve detached from the bulb. The surgeon opines that tissue was blocking the drainage. The reservoir was replaced with a like device. There were no adverse patient consequences.